Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The customer reported "cassette not attached properly alarm". The reported alarm could not be duplicated. Performed motor test, error code 41622 duplicated instead. The probable cause of the alarm is defective main board. The unit is awaiting main board which is pending repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 41622. There was unknown patient involvement, no patient injury was reported.